Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearing was failing was confirmed. An assessment was performed and it was observed that the device failed the cutter insertion assessment. During repair it was observed that the bearings were worn out and broken. The assignable root cause of this condition was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the long attachment device were damaged. It was noted that the extension sleeve was damaged, the device was missing balls, the cage was not available, and the ball bearing had fallen apart. It was further determined that the device failed pretest for temperature (less than or equal to 118 °), cutter insertion, and lock operation. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.